Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was monitored for 24 hrs and no unexpected max delivery alarm or check settings alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 82 mg/dl. The customer was treated for the low blood glucose with a glucagon shot, but was not hospitalized. The customer's insulin pump gave a max delivery of insulin. The customer did not troubleshoot the issue. The customer returned the product for analysis.